Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient had a lead replacement and therapy was restored effectively post op.

Event description:
It was reported the patient's scs system stimulation decreases when patient attempts to increase the therapy strength. Diagnostics revealed high impedances on several lead contacts. Imaging showed the lead to be kinked. Surgical intervention may be taken to address the issue.